Manufacturer narrative:
The reported complaint of error message tcmid02 was confirmed during review of the archive data. However, the error message was not reproduced during functional testing. During an onsite evaluation by the zoll service technician, the console was evaluated and tested. The primary complaint of tcmid02 was confirmed during review of the event log; however, the error message could not be reproduced during functional testing. The electrical safety and other functional parameters of the thermogard were all within specification. Unrelated to the complaint, the software was updated to ensure the console is functional without issues. The thermogard xp ivtm console is a reusable device and was manufactured on 19 november 2010. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
It was reported that the thermogard xp ivtm console (s/n:(B)(4)) displayed a tcmid02 (related to compressor malfunction) error message at the end of the rewarming cycle. The patient successfully reached the unspecified target temperature and completed therapy. The error message reoccurred when the console was restarted. There is no report of patient consequence.